Event description:
A report was received that the patient believed her body was rejecting the ipg or she had an infection at the implant site. After imaging tests were performed, the radiologist informed the patient that the infection was caused by a non-device related fusion surgery. The patient¿s physician confirmed that the infection was unrelated to the scs system.

Event description:
A report was received that the patient had developed an infection at the implant site. It was noted that her body was rejecting the ipg according to her implanting physician. The radiologist stated that the patient's bone was infected from the metal implants from the actual hardware of the fusion. The fusion was not device related.